Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead exhibited high pacing impedance and high capture threshold over three months. The lead was capped and replaced on (B)(6) 2018. The patient was asymptomatic and stable post procedure.